Event description:
Customer's meter is reading "hi" and they know that their blood sugar is not that high. They called the paramedics who received a reading of 260 mg/dl. The customer did not have the necessary supplies to review the system over the phone but did take a blood test with a result of "hi" again. The customer was asked to return the meter for further evaluation and a replacement would be provided. The customer was asked to call back when new meter arrived for testing.